Manufacturer narrative:
The product code for benzodiazepine is not listed; it is jxm. Customer's observation was not replicated in-house with retention devices. Retention (n=29) devices were tested with in-house drug free donor urine; all results were (B)(6) at read time. No coc/bzo (B)(6)were obtained. Manufacturing batch record review did not uncover any abnormalities. Per issue, patient was taking ibuprofen, according to the cross-reactivity list for the product; ibuprofen does not react with bzo assay. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer in (B)(6) reported potential (B)(6) cocaine (coc) and benzodiazepines (bzo) result with the lateral flow drug screen test vs. The result from reference lab gcms of zero coc and bzo. No specific patient information was available. Customer only indicated the 'cocaine' patient was either on nothing or different medications; bzo patient was on nothing or only ibuprofen.